Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted up. The procedure was completed with a 3.0 x 28 and 3.50 x 32 synergy¿ drug-eluting stents. No patient complications were reported and the patient's status was good.